Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test with no alarms. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, and cracked reservoir tube lip.

Event description:
It was reported that the customer received three external error alarms. His/her blood glucose level was 167 mg/dl. The product will return. Nothing further to report.